Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead measuring 60.6cm was returned in two segments for analysis. Degradation of the optim sheath was noted at 8.0cm from the connector pin. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.